Event description:
The customer reported that her olympus evis exera iii bronchovideoscope was displaying a b30 scope communication error. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call tac recommended cleaning the contact pins on the connector, the issue was still present. Tac recommended the customer return the subject device for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the b30 error was not reproduced. Although the error was not duplicated, it is likely water invaded the device based on the discovered channel leak/corrosion, which led to breakage of the inner circuit board or image sensor unit, and resulted in the displayed error message (b30) due to unstable communication with the video system. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "·if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. ·5.4 leakage testing of the endoscope_¿ perform the leakage test ¿ when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ¿ when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. ¿ do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." In addition, the following non-reportable malfunctions were found during the device evaluation; channel leak, black dots on the image, bad electrical contact at bending section, a corroded control section, and a corroded connector. Olympus will continue to monitor field performance for this device.